Event description:
The customer reported that during the cardiac arrest, the pt monitor did not alarm for a ventricular fibrillation heart rate rhythm. The pt is deceased.

Manufacturer narrative:
(B)(4). The reported description notes that the pt disconnected his ECG leads which caused a technical message to alert the user. The user was unaware of this message and found the pt in cardiac arrest. Resuscitation was not successful. During the cardiac arrest, the pt monitor did not alarm for a ventricular fibrillation heart rate rhythm. The pt is deceased. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.